Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 137525 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-100 / lot 137525 and test base part number 195-430h / lot 134488. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 137525 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1- d4, g1, and g4.

Event description:
The user reported a false positive result with the binaxnow covid-19 home test performed on (B)(6) 2021 on a direct tested nasal kitted swab. Confirmation testing with an unknown antigen test generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.